Event description:
Covidien ligasure 5 mm blunt tip laparoscopic seal driver upon activation has a delayed heating and upon grasping fallopian tube intermittently activates on itself. Blunt tip 37 cm sealer and divider. Lot #1994991, ref #(B)(4), (B)(4).